Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl. The patient reports they had been vomiting for three days and having difficulty breathing. The patient reports they had called an ambulance. The patient reports they were unable to use a pod due to the controller being frozen on an update. Once at the hospital the patent was placed in the intensive care unit for 5 days. No further information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.